Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated, and patient experienced possible infection at the lead incision site. As a result, surgical intervention took place on (B)(6) 2024, where in the lead site was cleaned out and the lead was repositioned to address the issue.